Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition, could have contributed to the pt's hyperglycemia. No product lot number was reported, so no qualification record review could be performed. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays "high check for ketones!" This indicates severe hyperglycemia (high blood glucose)," and "if you get a "high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately (see 'diabetic ketoacidosis (dka)" later in this chapter). If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. The contact your healthcare provider for guidance. Drink eight ounces of water every 30 minutes until blood glucose is within bg goal."

Event description:
Pt reported that on (B)(6) 2011, his blood glucose measured "high" (>500 mg/dl). He took a dose (exact dosage not reported) of insulin and then went to bed. He woke up a few times throughout the night and gave insulin injections (times and dosages not reported) but that did not help. He became sick to his stomach and ended up the hospital. He was dehydrated and was placed on fluids. He did not report a hospital blood glucose measurement or any additional treatment.